Event description:
The facility reported a pumphead in which an accuracy test was run resulting in an underdelivery. This problem was identified during bio-med testing. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
Evaluation summary: the reported condition of underdelivery was confirmed by the facility's biomed. The pump head mechanism was returned to baxter for evaluation. Baxter's performance analysis lab (pal) had previously tested and confirmed a number of pump heads from this facility for the same reported problem of underdelivery. Since this is a known issue, no further testing was done. The customer was provided with new pumpheads. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated.